Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had difficulty charging the ipg and was experiencing inadequate stimulation due to high impedances noted on the lead. The physician was not sure if there was device malfunction. The patient underwent a replacement of the entire system. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the dislodge contact and the portion of a silicone material missing from the click anchor were removed from the patient¿s body according to the post-operative notes.

Event description:
A report was received that the patient had difficulty charging the ipg and was experiencing inadequate stimulation due to high impedances noted on the lead. The physician was not sure if there was device malfunction. The patient underwent a replacement of the entire system. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The source of the complaint regarding the impedance anomaly was verified to be the associated paddle lead. Additional suspect medical device component involved in the event: model #: sc-4316 lot #: 15418722 description: next generation anchor kit-sterile sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the charging issue was not verified. The device was capable of being charged fully under a proper charging method. In the lab, the ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. The device exhibited normal device characteristics. Sc-8216-50 (sn (B)(4)) device evaluation indicated that the lead passed mechanical test performed. The complaint was confirmed. Six cables were fractured at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There were no exposed cables. In addition, the paddle had a dislodged electrode. Sc-4316 (ln 15418722) a portion of the silicone material was missing.

Event description:
A report was received that the patient had difficulty charging the ipg and was experiencing inadequate stimulation due to high impedances noted on the lead. The physician was not sure if there was device malfunction. The patient underwent a replacement of the entire system. The patient was reportedly doing well postoperatively.